Event description:
It was reported that the insulin pump alarmed button error and unresponsive keypad. Customer stated the buttons were not working at and bolus stopped. Customer stated that was in the kiddy pool but the pump did not get wet. Customer's blood glucose at that time was 70 mg/dl. Advised customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked reservoir tube. The insulin pump was programmed with multiple bolus deliveries and was monitored. All boluses delivered completely their indicated amounts and were properly recorded in the bolus history screen. The insulin pump was monitored and no bolus stopped alarm was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.